Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multitrait infusor leaked at the filling port. It was further reported that only 10-20 ml of the dose was delivered to the patient and the pump was blocked. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from january 31, 2022 - february 01, 2022. H10: the device was received for evaluation. Functional testing was performed by filling the device with green color water. During fill, a backflow (leak) was observed at the fill port. The cause of the leak/backflow was due to a clear plastic particle stuck under the checkband of the device. The plastic particle was identified to be polyethylene material via fourier transform infrared spectroscopy (ftir) test. The source of the plastic polyethylene particle may likely come from the drug container that was used by the customer to fill the device without using a filter. Filling fluid in the device without using a filter can potentially introduce particles from the drug container into the fill port of the device and result in a leak (backflow) at the fill port. The reported condition was verified. The cause of the particle stuck under the checkband could not be determined; however, the most probable cause is user related. The product label (IFU, instructions for use) has recommendation that a filter be used during fill. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.